Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported patient underwent surgical intervention on (B)(6) 2025 during which the ipg was re-sutured down to prevent movement. Therapy was restored post-op.

Event description:
It was reported the patient experienced pain at the ipg site due to significant weight loss and falls. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
Date of event is estimated.